Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for defibrillation threshold testing after the implantable cardioverter defibrillator delivered one failed shock during an episode of ventricular defibrillation. The patient reportedly naturally converted shortly after therapy was delivered. The physician made no allegation of device malfunction and stated that the patient's medication and condition had changed since implant, resulting in increased defibrillation threshold. Programming interventions were made to allow for successful conversation of ventricular fibrillation in one shock. The patient was discharged in stable condition.